Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken off end cap.

Event description:
The customer's parent reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 150 mg/dl. The parent states the insulin pump was broken during a lacrosse game. She states the lcd screen is cracked and the casing is broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.